Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic cholecystectomy, the bag came disconnected while pulling the bag out and bag broke/tore apart. They used grasper to remove content. There was no patient injury.